Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported medication leaked from a small tear in the IV set near the patient side and blood backed up into the tubing. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a tear in the tubing and the set leaked was confirmed. Visual inspection of the set observed that the vinyl tubing had a slice cut approximately 2 inches above the distal male luer. The slice cut measured 0.049 inches long. It was also observed that blood was backed up approximately 3 inches above the male luer as reported by the customer. Functional and pressure testing was performed; a leak was observed from the slice cut in the vinyl tubing. The root cause of the leak was from damage on the vinyl tubing. The cause of the damage is unknown.